Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that resistance was experienced during the fill process. It was reported that the customer experienced an elevated blood glucose (bg) level of 511 mg/dl. Cause was due to the occlusion. A correction bolus via pump was delivered to address a supply change was performed resolving the occlusion.